Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was opened during an endoscopic retrograde cholangiopancreatography (ercp) performed in the patient¿s common bile duct on (B)(6) 2014. According to the complainant, during preparation the sponge was detached and pushed into the scope. Additionally, there was no damage noted with the device and its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of biopsy cap sponge detached inside the scope. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the foam (sponge) had been separated from the rx biopsy cap. Slight remnants of the sponge were found in the internal circumference of the cap. The cap had no visible issues. The complaint that the sponge detached was confirmed. The size or type of devices placed through the biopsy cap may have impacted the integrity of the device. The issue was noted during preparation and outside the patient, therefore, the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was opened during an endoscopic retrograde cholangiopancreatography (ercp) performed in the patient's common bile duct on (B)(6) 2014. According to the complainant, during preparation the sponge was detached and pushed into the scope. Additionally, there was no damage noted with the device and its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.